Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours on the arm. It was noted that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) with ketones of 4.5. The patient visited their physician and was diagnosed with cellulitis. The patient was prescribed antibiotics (name not provided). Hyperglycemia treated with a new pod. Device was discarded.